Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: serial numbers provided in the report yielded no results. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a downstream occlusion alarm on her infusion pumps. The patient, along with her son, stated that both pumps displayed the same alarm despite changing the tubing, cassette, and even using an alternative pump. Corrective actions from the pump manual were attempted but the alarm persisted. The patient was advised by the nurse to visit the nearest hospital to have the intravenous site checked. The product fault occurred while in use but did not cause or contribute to patient or clinical injury. The patient¿s backup device was not available for use. The infusion is life-sustaining. The patient went to the hospital for a line check. There was patient involvement and no harm.

Manufacturer narrative:
The device was not returned for analysis. Review of service history showed no indication that the complaint was related to service of the device within the review period. No event history log provided. Unable to confirm complaint due to the device not being returned. Based on the review of the information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.